Manufacturer narrative:
H4: the lot was manufactured between march 22, 2023 - march 23, 2023. H10: the actual device was received for evaluation. The sample did not contain fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The sample was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion with 5-fluorouracil (5-fu). The expected therapy time was 5 days; however, the infusion ended in 8 days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.